Manufacturer narrative:
This report is submitted on march 21, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to skin issues. It is unknown if there are plans to re-implant the patient as of the date of this report.